Event description:
The patient reportedly experienced a decrease in sound percept for approximately six months. During a fitting session at the center, the patient reported that they perceive pain rather than sound. Results of testing performed indicated that the device was performing within sepcifications. Programming changes were made. However, the patient continued to experience pain prior to sound. An x-ray showed proper electrode placement. The surgeon excluded the possibility of infection in the middle ear or mastoid. The patient's device was explanted. The patient was reimimplanted with another clarion device.